Event description:
It was reported that the patient had the inflatable penile prosthesis pump removed on (B)(6) 2018 as the pump malfunctioned and would not refill. During intervention, observed that the reservoir was completely full and the system was not compromised. Observed that the pump, however, would not refill even when directly connected to surrogate reservoir. A new inflatable penile prosthesis 700 ms pump was implanted and the system functioned fine. The patient status was ok.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump removed on (B)(6) 2018 as the pump malfunctioned and would not refill. During intervention, observed that the reservoir was completely full and the system was not compromised. Observed that the pump, however, would not refill even when directly connected to surrogate reservoir. A new inflatable penile prosthesis 700 ms pump was implanted and the system functioned fine. The patient status was ok.